Manufacturer narrative:
(B)(6). The pump was not returned for evaluation. The event history log was provided and the reported issue was able to be confirmed.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure- biomed code while in use. The biomed found several alarms, primary audible alarm, acu watchdog and base task debilitated alarms. The pump was also overdue for a preventative maintenance. There was no reported adverse event.